Manufacturer narrative:
The device involved in the incident was not returned for evaluation. Photographs provided show the tunneler is detached from the catheter lumen, leaving the tunneler sleeve inside the patient. A review of the manufacturing records was performed by the contract manufacturer and indicated that all device specifications and quality requirements were satisfied. Due to supply chain issues and authorized manufacture variance was in place at the time of packaging. This allowed for a tunneler substitution. The substitution was evaluated and did not affect the form, fit, function, or risks associated with the use of the main device. After a review of the photographs provided it appears that the physician is using the retrograde insertion technique. The instructions for use indicate that when using this technique, the tunneling sleeve is removed. The tunneler is attached to the tunneler adaptor, not the lumen tip, therefore the sleeve is not necessary as its purpose is to keep the lumen tips together during tunneling. Several complaints were received for this issue, and all were from the same facility and the same inserting physician. This appears to be user error, incorrect insertion technique.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Disassociation of the plastic part (tunneler sleeve) on the stiffening stylet during tunnelling. The plastic part remained stuck in the patient. The nephrologist was able to extract it by performing a small dissection and pulling very hard on it. The nephrologist performed 2 tunnels.